Event description:
Initiated vent on patient in hospital using internal battery-low battery signal notified the company approx 20 minutes after initiating vent. Rep switched to 3 hr battery pack with no problems. Approx 30 min after switching the company tried to switch vent to ac power w/aircraft to preserve battery life. Vent failed - led indicated "inop", vent would not rurn of. The company immediately switdhed to bvm without compromise to patient. There was no audible alarm at time of failure. Accessory" 02 source.